Event description:
It was reported that prior to implanting the implantable cardioverter defibrillator (ICD) the device would not work with wireless telemetry. The ICD was interrogated on three different programmers and the device would not work wireless. The ICD worked correctly with programming head on but not when using wireless. The ICD was never implanted and was exchanged for another device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).